Event description:
It was reported that pump touchscreen was cracked and shattered and display became illegible so customer could not interact with pump. There was no adverse impact to the customer's blood glucose level. Customer planned to use manual daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.